Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced. Reportedly, the abbott representative confirm the ipg battery was depleted. The patient had lost stimulation therapy from the scs system in september. The generator was replaced without any complications and therapy was restored.